Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and bilateral exchange from textured to smooth implants due to concern with the product.

Event description:
Healthcare professional reported a right side rupture, "misshaped," and concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, anxiety-product/procedure and visibility/palpability was reviewed on (B)(6) 2020. Visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: b.5, d.7, h.6

Event description:
Device was explanted.